Event description:
It was reported that during an unknown procedure the device partially fired. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis found that device (a) was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The analysis found that device (b) was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Device b additional information: batch # j5gf9d, expiration date: 4/7/2017, manufacturing date: 5/7/2012. The analysis results found that device (c) was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. Event could not be confirmed as only the cartridge pan was received for analysis. No conclusion could be reached as to how the pan became dislodge from the reload. Device c additional information: batch # j5fc88, expiration date: 12/30/2016, manufacturing date: 1/30/2012.